Event description:
Report received of air in the manifold of the monitoring kit. Reportedly, during the priming of the set, prior to patient use, air "bubbles" were noted in the manifold after contrast solution had been drawn into the syringe. The syringe was replaced and again air was noted. The customer reported then using a different unspecified syringe replacement and no air was noted. The air was cleared from the manifold prior to connecting to a patient. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.